Event description:
A malfunction was reported on the customer's pump, identified as malfunction code 6, with a fault ID of 0x20bc. There was no adverse impact on the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent, provided instructions for returning the faulty pump, and advised the customer about preparations for the new pump. No backup insulin therapy was currently available, and the customer planned to consult their healthcare provider.